Event description:
Caller reported that pump battery would not charge despite using a tandem charging cable and different wall outlets and adapters. There was no adverse impact to the customer¿s blood glucose level. Cts decided to replace pump, confirmed shipping details, and instructed customer to use mdi as backup therapy. Customer was guided on how to put pump in storage mode and agreed to return it using a pre-paid label within 10 days.